Event description:
The tps micro driver was sent for evaluation because it was overheating during a procedure. The procedure was completed with a readily available replacement device without any clinically significant procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.